Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer's mother reported the string broke off the tampon during removal, leaving the tampon inside the body. The consumer sought medical assistance for removal of the tampon. No consequences reported.